Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve (viv) procedure after an implant duration of 6 years and 4 months due to stenosis. As reported, the patient presented with dyspnea and syncope. A 20mm edwards transcatheter valve was implanted successfully. The patient was stable post procedure. Per the medical records, the 23mm sapien 3 valve was confirmed to be stenotic and the patient presented with congestive heart failure (chf) requiring a viv. The viv was performed using a 20mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During deployment, the balloon burst and the valve appeared slightly under-expanded. A non-ew balloon was then used to post dilate the valve. The left main was protected with a chimney stent and post tavr deployment, to prevent any leaflet obstruction, the physician elected to deploy a chimney stent prophylactically. There was no leaflet obstruction during the case. The new 20mm s3ur was functioning normally and as expected. Per proctor review of the provided 3mensio images, it was confirmed that the leaflets of the 23mm sapien 3 valve were calcified.